Event description:
Noticed on chest x-ray that radiopaque marker band is no longer attached to abandoned hero graft outflow component tip in heart.

Manufacturer narrative:
Reported that the marker band was no longer attached to the hero graft outflow component as an incidental finding on pt's chest x-ray dated (B)(6) 2012, and that there were no pt adverse events related to this finding. Pt's files were reviewed and evidence was found on fluoroscopic images dated (B)(6) 2012, that the marker band became detached during a balloon declot procedure eight months ago and was dislodged, most likely due to the balloon being inflated well outside the tip of the hero graft and then being pulled against the tip of the device while still inflated. The thrombectomy guidelines instruct physicians to not advance the balloon beyond the radiopaque marker band of the venous outflow component. The hero graft had not been used for dialysis since (B)(6) 2012, due to occlusion and unsuccessful declot. The instructions for use state the hero graft venous outflow component should be removed if the device will not be used for hemodialysis access. Reports of the radiopaque marker band coming off the tip of the hero graft outflow component inside the pt's heart are extremely rare (0.05%). This type of failure is not spontaneous and is the result of inappropriate manipulation that is inconsistent with the handling outlined in the instructions for use and the thrombectomy guidelines.